Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising, and pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold consistently 2.5v since (B)(6) 2014. Right ventricular pace impedance 1691 ohms by (B)(6) 2015. Right ventricular pace impedance increases steadily from 532 to 1691 ohms between (B)(6) 2014 to (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a steady increase to a high pacing impedance. A lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The lead was returned with the helix stretched and with non-severe explant damage. The returned full lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the increasing threshold/high impedance/possible fracture described in the event. There were no anomalies observed on the full lead. All electrical and visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. Blood ingress was not observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.